Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra meter gave an error 5 message. The complaint was classified based on the customer care advocate (cca) documentation . The patient reported that on (B)(6) 2014 at 12.45am they obtained an error 5. The patient manages his diabetes with insulin (self-adjuster). The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product. The patient claims he developed symptoms of ¿dizzy¿ 3 weeks after the product issue began. The patient reported treating himself with ¿nobolionan¿ on (B)(6) 2014 at 2.34pm. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the correct testing procedure was used and testing method and storage were correct. The patient was unable to walk through a retest due to insufficient supplies. Replacement products were sent to the patient. Based on the information provided, there is no indication the subject meter caused and/or contributed to a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/26/2014). The patient¿s meter has been returned on 10/13/2014 and evaluated by lifescan product analysis on 11/13/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.